Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet occluder was successfully implanted in a patient with pre-existing conditions of atrial fibrillation and an elevated bleeding risk. On (B)(6) 2022, the patient presented for tee before cardioversion, due to atrial fibrillation/flutter unrelated to the amulet device. Imaging showed that the amulet had shifted toward the pulmonary vein (pv) side within the left atrial appendage (laa). The device is stable but no longer occluding the laa. No intervention had occurred, but a second attempt at closing the patients laa is scheduled for (B)(6) 2022. It was alleged that the migration was caused by too deep of an implant of the amulet device. The patient is stable and had been discharged.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet occluder was successfully implanted in a patient with pre-existing conditions of atrial fibrillation and an elevated bleeding risk. The anatomy of the patient was very challenging, the left atrial appendage (laa) was multilobed and trabeculated. After 3 attempts at shallow implants without satisfactory results. On (B)(6) 2022, the patient presented for tee before cardioversion, due to atrial fibrillation/flutter unrelated to the amulet device. Imaging showed that the amulet had shifted toward the pulmonary vein (pv) side within the laa. The device is stable but no longer occluding the laa. No intervention had occurred, but a second attempt at closing the patients laa is scheduled for (B)(6) 2022. The implanter alleges the migration was caused by too deep of an implant of the amulet device. The patient is stable and had been discharged.